Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received no delivery alarm during manual prime. The customer's blood glucose level was unknown. Customer states the insulin did not exit. Customer states the insulin pump did not alarm no delivery with manual prime. Troubleshooting was assisted. The issue was resolved my changing the reservoir. The device will be returned for analysis.